Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the generator to verify outputs. System outputs are all within limits. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted colectomy-pediatric surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported customer had issues sealing when using the erbe generator. The customer did not have any further information and requested intuitive surgical, inc. (Isi) field service engineer (fse) to follow up to address the issues. The tse reviewed the system logs, but no associated errors in the logs to report. The tse recommended adjusting the erbe setting to receive the desired energy/sealing effect. The tse advised the caller to have customer contact tse if the issue continued to persist for real time troubleshooting. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury.